Event description:
This is report 2 of 2 for the same event: it was reported that during a cervical surgical procedure, it was discovered that the burr device was getting stuck and not turning when in use with the motor device and attachment device. There was a ten minute delay to the surgical procedure. The original attachment device and motor device were used to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that the device failed the cutter insertion which was caused by excessive side loading. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and /or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.